Event description:
The rptr stated that they had the device implanted by surgeon in 2000. They had persistent bleeding the same day of the procedure, also much swelling. Valves of the device did not vacuum seal when a needle was introduced. The arterial and venous pressures were incorrect during the pt's dialysis treatments because of the device. The pt also developed blood clots in the upper part of the device, which migrated to the lower part of the device and could have impaired circulation, if the dialysis tech didn't spot them in time and aspirate them. Explantation of the device is currently being considered by the dr.